Manufacturer narrative:
CAPA remediation.

Event description:
The patient complained of a lisp with no nerve weakness 3 months after implant. The physician reported that this resolved without intervention.